Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 510 mg/dl on (B)(6) 2018. The time of the incident is unknown. Customer did not have symptoms. Blood glucose value when admitted to hospital was 510 mg/dl. Customer cannot recall their blood glucose reading for time of the incident. Customer cannot recall their blood glucose reading. Customer did not mention if they used the insulin pump with 48 hours. Customer was treated at the hospital. The names of the hospital customer visited is (B)(6). The reporter name and phone is unavailable. Customer did not perform carelink upload. Customer was admitted in the hospital for hip fracture and high blood glucose reading. Caller stated that they were put in hospital due to infusion sets that were not inserting fully into the body. Customer did not perform hp test. Products will not be returning for analysis.